Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
T was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity./or it was reported that a request was made to have data from this device analyzed. (Data analysis showed the battery appeared to be depleting more quickly than expected. (Device replacement was recommended.)) This device was explanted and returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This report is being filed to correct b5 describe event or problem.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received that the implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.